Event description:
It was reported that a perforation occurred during deployment of a xience v stent in the patient. A graftmaster stent was inserted into the patient; however, not deployed as it was determined by the physician that the length was too long and would protrude into the patients aorta. As this hospital did not have a 12 mm length graftmaster device, a graftmaster from another account was used and the perforation was sealed successfully. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Perforation is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.